Manufacturer narrative:
Per internal review on 10/18/2020, it was discovered that the manufacture date was mistakenly omitted from the previous supplemental report. The manufacture date has been updated in this report as 11/19/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/28/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke and a few drops of bleed back from the valve were observed. The sheath was replaced, and the issue resolved. The case continued without further incident. No air entered the patient¿s body. The patient¿s hemodynamics were not compromised due to the issue experienced. No medical/surgical intervention was required. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
This complaint is MDR-reportable. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke and a few drops of bleed back from the valve were observed. The sheath was replaced, and the issue resolved. The case continued without further incident. No air entered the patient¿s body. The patient¿s hemodynamics were not compromised due to the issue experienced. No medical/surgical intervention was required. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. The issue was assessed as a MDR reportable hemostatic valve separation.